Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the asymptomatic patient presented in the clinic for the routine follow up, undersensing and low r waves was observed on the device. It was suspected that low r waves was due to change in vector from laying down to sitting up. Patient was made to lay down and r waves did not improve. When the patient applied light pressure with his hand on the device, r waves improved. The physician decided to monitor the patient until the pocket is healed.